Event description:
It was reported that the right ventricular (rv) lead was revised due to micro dislodgement and high threshold. The lead is in contact with tissue as noted on the x-ray. This lead remains in service. No additional adverse patient effects were reported.